Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that the device powered down during use on patient. No injury was reported.

Manufacturer narrative:
The reported symptom could not be reproduced during the logfile evaluation. The device was functional during the whole procedure, no loss of power or reboot was detected. The ventilation was restricted due to a circuit leak. The device has issued adequate alarms. All alarms, possible causes and remedies are described in the instructions for use.

Event description:
It was reported that the device powered down during use on patient. No injury was reported.